Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient was experiencing swelling and discomfort at the lead site. It was also reported that the patient was feeling nauseous when running the stimulator. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing swelling and discomfort at the lead site. It was also reported that the patient was feeling nauseous when running the stimulator. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing swelling and discomfort at the lead site. It was also reported that the patient was feeling nauseous when running the stimulator. The patient will undergo an explant procedure.